Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the sales rep, that during an acl repair procedure, the surgeon drilled and prepped the tibia with no issue. Upon insertion of the flipcutter, ar-1204as-85, into the joint, the surgeon noticed that the tip was bent and broken. The surgeon had to bend and break the flipcutter to get it removed from the tibia. All the pieces were removed and the case was completed using an ar-1897s guide wire set , ar-1208l, 8mm cannulated drill and ar1209l, 9mm cannulated drill. Additional information provided 5/8/2019: all fragments were removed from the original drill hole without having to create an unplanned incision. When the surgeon switched to the ar-1897s, he had to drill a full tunnel.